Event description:
It was reported that during a cryo ablation procedure, the balloon was kinking and was not possible to get a good occlusion with it. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The 2af283 balloon catheter with lot number 17933 was returned and analyzed. The patient and failure files were not received. The video received showed on the screen, the catheter under x-ray during a cryo-ablation procedure and the tip of the catheter appeared to be kinked. The external visual inspection of the balloon, shaft, and handle segments showed that the balloon was bent. X-ray verification of the shaft segment showed a guide wire lumen kink/twist inside balloon. The catheter smart chip data was downloaded and reviewed. Data indicated that the catheter was used for five applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillations or overshoots. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, it was confirmed that the tip was the catheter was kinked and the balloon catheter failed return inspection due a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.